Manufacturer narrative:
Correction: the lead had not migrated and was not revised during ipg relocation surgery. Rather, an extension was used so that lead was able to reach the ipg. This device is no longer considered reportable.

Event description:
Additional information indicates that lead had not migrated and was not revised during ipg relocation surgery. Rather, an extension was used so that lead was able to reach the ipg. Therefore, the lead is not reportable.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ablation procedure, physician noticed that patient's l5 lead has migrated due to patient losing a significant amount of weight. As a result, surgical intervention may be taken place to address the issue.

Manufacturer narrative:
The date of event is estimated.